Manufacturer narrative:
It was reported that the patient in a disposable clip sling was being lifted up from the ground when a couple of inches up, the maxi move stopped working. The nurse replaced the battery thinking the battery was discharged. In between all this happening, the disposable sling got ripped and the patient fell on to the falls/crash mat. Patient was safe and not injured. Before the sling ripped, the caregiver heard a noise. After that, the lift worked fine. Sling was used for the first time and it was disposed of after the incident, therefore the product could not be evaluated by arjo. Photographic evidences provided by the customer, showed torn fabric around the leg strap, the stitching on the attachment points (where the strap is sewn to the fabric) were mainly intact. Review of the complaint details, photos and the product instructions for use allow us to establish a possible scenario of the event. The sling could have been caught by the maxi move leg. So when the nurse was lifting the patient from the floor, the sling acted as an obstruction not allowing to lift the patient. It could have been interpreted by the nurse as the lift stop working. In the meantime, while trying to find a remedy to the situation, the sling fabric started to rip and therefore the allegation of noise. Eventually, when the strap ripped off the sling fabric, the obstruction was removed and the lifting process could continue. Therefore the allegation that after the sling broke, the lift start working properly. Maxi move instructions for use was reviewed. The document guides the caregiver how to lift the patient from the floor. Instructions state: caution: make sure that no strap is passing under the maxi move legs caution: while the patient is positioned over the legs, [...], do not operate the adjustable chassis leg controls. Taking all the facts into account: leg strap torn, fabric torn without stitching failure, noise, lift start working after the strap broke, indicates that the hypothesis of sling being caught by the lift leg is consider probable and in line with the sling failure. Review of complaints for the last 3 years, revealed that this is a singular occurence. To sum up, arjo floor lift and disposable sling were used for patient transfer and therefore played a role in the event. The sling failed as it was torn after it was caught by the lift leg. The manufacturer indicates in the IFU to ensure the strap is not under lift leg. Therefore, it was concluded that the sling met the manufacturer's specifications.

Manufacturer narrative:
The device is distributed outside the us, and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that during a patient transfer from the ground to a sitting position using an arjo maxi move lift, the device stopped functioning and displayed a "bag" symbol. After three battery replacements, a noise was heard, followed by the tearing of the sling. The patient fell onto a crash mat. No injury was reported.